Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed. A medsun mandatory and voluntary report form number (B)(4) was received.

Event description:
It was reported that during outpatient clinic visit, rise in lead impedance and an increase in capture threshold was observed. Lead insulation failure was suspected. Lead was capped and replaced on (B)(6) 2016.